Manufacturer narrative:
The device was returned and the preliminary evaluation results are as follows: two pinhole leaks in the middle of the balloon were identified. There was a kink in the shaft near the four pad print rings; the kink is in the location of where the clamp lock was returned locked. No other damage or abnormalities identified. Based on the available information, the reported complaint of a pin hole leakage can be confirmed. Through communications with the user, it was reported that the user may have "got it with a suture." A supplemental report will be submitted accordingly once the evaluation has been completed or significant information has been received. No patient impact has been reported due to the reported event. Enablecv, llc will continue to review and monitor all reported events. Trends are monitored on a regular basis and, if action is required, appropriate investigation will be performed.

Event description:
It was reported that an icf100 had a pin hole leak detected after experiencing approximately 10 minutes into the bypass run. Duration of product use was 20 to 30 minutes. There was no abnormality noted during preparation. Shortly after balloon was inflated there were questions as to whether or not additional volume needed to be added to the balloon as the pressure was lower than expected and positive root pressure was present. There was enough of a volume loss that they had to add volume, a pressure drop was noted, and it allowed the field to flood. They attempted to maintain occlusion by adding 1 cc at a time four times. The patient did not appear to have any factors that would cause balloon puncture. The device user was very experienced and an er21b was used for insertion. No resistance was noted during insertion, advancement or positioning the device. No intraoperative complications reported. Diameter or aorta/inflation volume were not provided. The intraclude was removed and replaced with second device. Procedure resumed. Further information received: they think it ruptured because they got it with a suture. The aorta size was 3.5 cm. Patient did well.